Event description:
A hospital in the (B)(6) reported that an mr290 vented autofeed humidification chamber was leaking at the bottom of the chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and was visually inspected. Results: the visual inspection revealed a crack from the base to the height of the chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the crack observed appears to be from impact damage to the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber was leaking at the bottom of the chamber during use. No patient consequence was reported.